Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete section e1: reporter address line 1: (B)(6).

Event description:
It was reported that the patient had a computed tomography (CT) scan performed for a non-vad related reason and a reduction in lumen through the outflow graft as seen. There were no patient consequences or changes in pump parameters.

Manufacturer narrative:
Section d4, catalog number: corrected. Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction (eogo) could not be confirmed through the evaluation of the submitted image. A specific cause for the reported obstruction could not be conclusively determined through this evaluation. Review of the CT image submitted by the account showed the patient¿s implanted heartmate 3 device; however, due to image quality the exact shape of the graft beneath the bend relief could not be visualized and the reported eogo could not be confirmed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." The patient handbook also cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the reduction in the lumen of the outflow graft was thought to be related to possible extrinsic outflow graft obstruction (eogo). The patient was found to be completely stable with good hemodynamics and no treatment was provided. The plan of care was to follow up more closely.